Manufacturer narrative:
Product analysis: during functional analysis, it was not possible to inflate the balloon due to a hole or leak on the ibt. Visual analysis confirmed that there is a hole on the balloon. This is a radial hole on the distal peak of the balloon conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact of the balloon with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with spinal fracture underwent kyphoplasty. Intra-op, the inflatable bone tamp(ibt) ruptured. The ibt ruptured during first inflation at a pressure below 300 psi. No patient complications were reported as a result of this event.